Manufacturer narrative:
The contribution of the devices to the experience report could not be determined as the explanted devices were not returned to manufacturer for evaluation. Additionally, the device serial numbers were not available precluding a review of the device history record.

Event description:
Revision of knee components approximately 12 years post operative due to aseptic loosening/osteolysis.